Event description:
It was reported by the sales rep that the "anesthesiologist perforated the right atrium with the cannula." This was the surgeon's first case with the proplege coronary sinus catheter. No replacement product was used and the case had to be converted from a mini to open. The patient recovered well.

Manufacturer narrative:
Device was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.